Manufacturer narrative:
Follow up in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the flushing pump head was worn out. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
There would be no death or serious injury if this issue was to reoccur. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump head was worn out. The issue was found during maintenance. There was no patient involvement.